Event description:
Reason for revision: the hinge pin had not been put in properly and was not clicked in to place.

Event description:
Update (B)(6) 2013 doi.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A lot specific search of the complaints databases was not possible as the necessary product/lot code combination was not provided. It should be noted, the original reporting stated the pin was not properly placed and did not achieve a secure lock. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.